Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.564" x 0.085" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure the tip of the harmonic ace instrument broke while the surgeon was holding soft tissue and performing coagulation. A fragment fell inside the patient but was successfully retrieved using an endo grasper instrument. It was confirmed that there were no other fragments since it was the front tip that broke off. No additional surgical procedure was required to remove the fragment, nor were any post-operative tests such as x-rays or ultrasounds conducted to check for remaining fragments. The procedure was completed robotically using a backup harmonic ace instrument. The patient has not returned to the hospital due to post-surgical complications. No photographic images or video recordings of the device or procedure are available for review.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis evaluation.